Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -21.0/+2.0/113 diopter, in the patient's right eye (od) on (B)(6) 2007. The lens was explanted on (B)(6) 2014 due to significant reduction of endothelial cell counting or significant endothelial cell loss. Phaco-emulsification was performed and an iol was implanted. The patient's post-op status was ucva .09 2 months after lens removal.